Event description:
It was reported that an ilet user experienced screen visibility issues during use, consistent with a display usability malfunction of the pump hardware, and a replacement device was sent. Symptoms included no reported clinical effects, and the user remained stable. Outcomes included no alerts or alarms and no need for medical intervention or hospitalization. Investigation included complaint intake, device history review, and request for return of the original device for evaluation. Investigation of this case revealed a suspected display or screen readability problem affecting the user interface, with no evidence of broader device performance impact. It was concluded, based on previously established findings for similar reports, that the cause was likely user interface/display malfunction attributable to hardware or component degradation.